Event description:
Upon routine device check, there was no communication between device and programmer. The patient ignored vibratory alert a few months previous. Device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed no communication between the device and programmer. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing, and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.